Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future issues, allowing the customer to continue using the pump without further complications.